Manufacturer narrative:
Philips has investigated this complaint. It was reported that the geometry movements were unavailable. According to the additional information the issue got happened at the start of the coronary diagnostic procedure and the procedure was cancelled and scheduled for later date. Upon troubleshooting, philips field service engineer (fse) visited onsite and confirmed the amc triple server drive intermittently causing the bodyguard interface box (bib) to lost communication with the system. The defective suite pc mpd was returned to failure analysis which was not able to confirm the issue. Fse replaced the amc triple server drive. After the replacement of amc triple server drive, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system gave an error indicating that geometry movements were unavailable. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.